Event description:
PICC extension set newly out of package was crimped and spliced, which was noticed at time of hook up to pt. Package showed no evidence of cuts or tampering. Device requested by MFR not to be sent.